Event description:
It was reported to boston scientific corporation that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, in the common bile duct (cbd). According to the complaint, during the procedure, outside the patient, the guidewire would not come out of the rx channel. The procedure was completed with another hurricane balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(4) 2012, evaluation of the complaint device by the investigation site revealed the exit marker was bunched up, which was not initially reported by the account; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Event date is unknown. (B)(4). Investigation results visual evaluation of the complaint device found the catheter to be intact; however, the tunnel (exit marker) was found to be damaged, creased, accordioned, and seemed to be smashed. The balloon was found still in its wingfolded configuration, no wingtool was present. A test guidewire was inserted through the tip of the catheter and did not pass the tunnel as resistance was encountered due to the tunnel being damaged/smashed making it impossible for wire to pass underneath. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during procedure outside the patient. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.